Event description:
Customer reportedly felt dizzy after obtaining results of 459 mg/dl and 120 mg/dl on the aviva system (reported values were obtained within 10 minutes of each other). Customer administered humalog and called emergency medical technicians (emts); no medical treatment received. Customer also reportedly received the following results on the aviva system within 10 minutes: 415 mg/dl, 181 mg/dl, 469 mg/dl, and 367 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.